Manufacturer narrative:
One opened company handpiece injector was returned for evaluation for the report that the plunger was stuck and not advancing. A visual inspection of the injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found to be non-conforming, when engaging the plunger/knob assembly, the plunger advanced a little and seized. The plunger also was not touching gage when it seized. A functional thread to barrel engagement check was performed and was found to be non-conforming, proper threading between barrel and plunger and proper movement of the plunger within the barrel could not be performed due to seized condition. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent file was reviewed by the manufacturing site. Photo shows a company handpiece device with etched product and batch information facing the camera. Threads are not fully engaged; however, the reported issue could not be confirmed. The evaluation does confirm that the plunger was stuck and not advancing as reported by the customer. How and when the plunger became stuck cannot be determined from this evaluation. However a manufacturing related root cause cannot be ruled out due to the interference of components. The injector was manufactured in march 2023. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the cartridge was loaded properly however the plunger was stuck and not advancing despite rotating it several times. Additional information has been requested and received stating that it had happened during surgery, right before implantation. Surgeon used another injector as this was faulty.